Manufacturer narrative:
Results: the returned catd was kinked at approximately 23.0 cm and 23.5 cm from the hub. The device was ovalized at approximately 50.0 cm from the hub. During functional testing, a 0.088¿ test mandrel was advanced into the returned catd and resistance was encountered at the ovalization on the catheter. The test mandrel was unable to advance pass the ovalization. Conclusions: evaluation of the returned catd confirmed kinks on its midshaft. If the catd is forcefully advanced at extreme angles, damage such as kinks may occur. The complaint indicated that the patient¿s anatomy was tortuous. The tortuous anatomy likely contributed to the kinks on the device. Further investigation revealed an ovalization near the distal tip. The complaint did not mention this damage; therefore, the ovalization was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the dialysis fistula using an indigo system catd aspiration catheter (catd). It was noted that the patient¿s anatomy was tortuous. During the procedure, while advancing a catd with a non-penumbra sheath to the target vessel, the physician encountered a 90 degree turn and, the midshaft of the catd kinked, therefore, it was removed. The procedure was then completed using a new catd with an indigo system separator d (sepd) and the same sheath. There was no report of an adverse effect to the patient.